Event description:
It was reported that the consultant took the lead out of the packaging and the stylet was showing through the end of the lead. As the stylet was marked as being 85 cm long, physician was concerned and asked for another lead. It was later confirmed visually with physician that the stylet was indeed visible through the end of the 88cm lead. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was a breached cut on the outer insulation and the lead was damaged at implant.